Event description:
Customer called lfs in 2002 alleging that their one touch basic meter would not turn on. Per cust. Care rep, the following info was documented: customer's meter would not turn on. Customer unable to get any readings. No treatment given.